Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the lead, placement was attempted twice due to values of less than four millivolts. It was also reported "the screw did not come out and the lead could not be properly placed." A different lead was selected and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop /over-retracted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the value of less than four millivolts was associated with sensing.